Event description:
It was reported that a patient presented for a generator change out and during the procedure, the doctor was unable to get the right atrial lead out of the generator header. It was noted that the set screw in the header seemed to be stripped and the doctor tried to get it loose but was unsuccessful. The doctor eventually cut the header open to release the lead and capped the atrial lead to downgrade the patient to a single chamber generator. The patient tolerated the procedure well with no complications.